Event description:
It was reported that during a stent procedure in the mid lad, the stent would not cross. Pre-dilatation was performed prior to stenting. Upon removal of the stent delivery system (sds), the stent dislodged on the guide wire. The stent was removed on the guide wire. Reportedly, there was no pt injury.